Event description:
On 3/29/24 an ilet user reported they experienced a low blood glucose (bg) event that morning. The user reported prior to the low event the user had entered a "usual" breakfast meal announcement. The user was then found unconscious and emt was called. Emt administered a glucagon shot. The user reported their bg was 46 mg/dl. Once the user woke up, the user was given orange juice and was coherent after 20 minutes. The user did not experience a diabetic seizure. When paramedics left, the user's bg levels were 117mg/dl. The user reported they are currently not using ilet and will call their healthcare provider (hcp) to see if they should switch to backup therapy until their beta bionics clinical diabetes specialist (cds) is able to reach out. On 3/29/24 the cds followed-up with the user. The user reported averaging 0.2 breakfast boluses and 0.6 dinner boluses with no lunch boluses over the previous week. The user admitted they eat several meals a day and does not meal announce them. The cds explained to the user that meal boluses are needed for carb containing meals. The user acknowledged. The cds stated the lack of meal announcing is the likely cause of both the user's hyper and hypoglycemia of late. The cds also advised the user's hcp of the event by email.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No instances of malfunction alerts were found in the device engineering logs. No factory reset was found in the logs. Audio setting was found to be logged as "high" on 2024-03-04 and all cgm alerts were not changed from factory defaults (all on). Body weight was not changed after initial setup on 2024-03-04. Data for the described event date of 2024-03-29 was reviewed. The last cartridge and infusion set change operations prior to the review date were on 2024-03-28 at 1:24pm. Unless otherwise stated, no motor errors were seen to indicate inaccurate dosing relative to delivery requests for insulin. Review of the ilet report shows the user experienced a prolonged period of hyperglycemia on 2024-03-29 prior to the low glucose event, with cgm glucose staying above range from 12:52 am until 8:42 am, staying above 400 mg/dl for about 5 hours. The device logs show that the user initiated a cartridge change at 3:38 am but did not complete the cartridge change until 6:08 pm that day. During the hypoglycemic event, the cgm glucose went below range for a total of 2.5 hours with a nadir cgm glucose of 39 mg/dl and a total of 90 minutes spent less than 54 mg/dl. The ilet report does not show a meal announcement being delivered until the evening of the 2024-03-29, after the hypoglycemic event. The user's case notes revealed a complex medical history and their healthcare provider noted they have "profound hypoglycemia unawareness with episodes of loss of consciousness". No evidence of device malfunction were found in the engineering logs. The ilet appropriately triggered all cgm glucose related alerts and adjusted basal request patterns based on cgm glucose readings it was receiving. Insulin was not requested by the ilet leading up to and throughout the low event. Insulin was unable to be requested by the ilet later in the day due to a cartridge change operation not being completed. Cgm glucose continued to increase until cartridge change was completed, and basal requests began to be made by the ilet. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on the case notes, ilet report and device logs, the ilet operated as intended. Given the hypoglycemia followed several hours of insulin suspension from the ilet due to an incomplete cartridge change, it is possible the user took an injection of insulin outside of the ilet which resulted in hypoglycemia. The user's history of hypoglycemia unawareness likely contributed to the severity of this event.